Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, improperly closing the surgical site, not prescribing antibiotics preoperatively, and the patient not attending their post-op visit have been ruled out as potential causes. Additionally, severe force applied to the implant, excessive twisting, bending, or stretching, not prepping the skin with antiseptic solution, contraindicating conditions, and not implanting the device according to the IFU have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported a reaction to the trial neurostimulator a few days into the trial which involved redness, irritation, and heat at the incision site. The neurostimulators were pulled prior to the original pull date due to the reaction (exact date is unknown). A few weeks later, the patient was admitted to the hospital for five days due to the infection. IV antibiotics were given in the hospital and the patient will continue taking antibiotics at home for 2 weeks. The patient is home and is doing well.